Event description:
Family member of customer reported via phone call that customer was experiencing high blood glucose level. The high blood glucose level of customer was 454 mg/dl. Customer had already bloused when they had blood glucose level 442 mg/dl. Customer was disconnected from insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had not experienced symptom related with high blood glucose level. It was unknown that whether the auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.